Manufacturer narrative:
(B)(4). The pump is in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation, or if any additional details become available. This report represents all information known by the reporter at this time.

Event description:
The facility reported a pump that as overinfusing. It is unknown when this event occurred. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4).

Event description:
Boston scientific crm received information that this implantable cardioverter defibrillator (ICD) declared end of life (eol). The device was found to be in storage mode with a monitoring voltage of 2.04 volts. Loss of capture was observed at max outputs. The patient had been lost to follow up. Additional information from the local field representative indicated that the device was explanted for normal battery depletion. There were no allegations from the physician against the device's performance or longevity. The patient did not experience any adverse effects. The device will not be returned for analysis.